Manufacturer narrative:
Continuation of concomitant products: 694765 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent right atrial (ra) lead undersensing during a non-sustained ventricular tachycardia episode and a atrial tachycardia/atrial fibrillation (af) episode. Far field r-wave (ffrw) oversensing was also noted on the ra lead. Follow up yielded no information. The lead remains in use. No further patient complications have been reported as a result of this event.